Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4: batch # 990a14. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: after positioning the instrument jaws, close the jaws by squeezing the closing trigger until it locks. An audible click indicates that the closing trigger and the jaws are locked. Ensure tissue is not under tension. When the jaws of the instrument are closed, the red firing trigger lock and dark gray firing trigger are exposed. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Or unintended anatomic structures are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, inability to open the instrument jaws, and/or bleeding, leakage, or disruption. Ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Incomplete staple lines may result in tissue damage or bleeding. The event described could not be confirmed as the device cut and performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 990a14, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023 d4: batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was using echelon 3000 for a gastric bypass with hernia repair. He fired the stapler several times without problem. When he was creating the pouch, he fired and opened the jaws and he seemed happy with the staple and cut line and it appeared to have gone through a full cycle. When he went back to look at the staple line a few minutes later, he said the stapler did not cut, but only laid a row of staples. He used the device on multiple firings after this incident with no issue. There was no delay and procedure was successfully completed. Patient consequences are unknown.